Event description:
It was reported when removing cap from 2 bd syringe 0.3ml 29ga 1/2in the needle hub separated from device. The following information was provided by the initial reporter, translated from japanese to english: when removing the orange shield, the needle with the shied was separated from the barrel. This occurred in two syringes.

Manufacturer narrative:
H6: investigation summary. No samples were returned therefore the investigation was performed based on the photos provided. Two photos of (2) loose 0.3ml bd insulin syringes were provided. The customer reported when removing the orange shield, the needle with the shield was separated from the barrel. The photos were examined, and it was observed that 1 out of the 2 syringes exhibited a needle hub/shield assembly separated from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch # 0055935 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertain to the complaint. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when removing cap from 2 bd syringe 0.3ml 29ga 1/2in the needle hub separated from device. The following information was provided by the initial reporter, translated from (B)(6) to english: when removing the orange shield, the needle with the shied was separated from the barrel. This occurred in two syringes.